Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure. Customer's blood glucose was 179 mg/dl. Customer stated that insulin pump was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that fill cannula was recorded in daily history. Customer was performed the self-test and they did not passed. Insulin pump will not be returned for analysis.